Event description:
It was reported that an alarm was heard, but telemetry was not yet performed. The alarm was going off every hour. The patient¿s insurance changed and the patient no longer sees their prior physician. Patient reported he has had no meds in the pump for 3 years. The patient questioned if the pump needed to be removed. The patient asked if their current healthcare provider could silence the pump. No patient symptoms reported. The pump was used to infuse an unknown type of drug.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported that a manufacturing representative was planning on seeing the patient on (B)(6) 2015 to per manently disable the pump. There was no drug in the pump. It was later reported that the pump was shut off on (B)(6) 2015 and the pump alarming had been resolved.